Event description:
It was reported that during a soft tissue leg mass dissection procedure, the device would not activate on the min button. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.